Event description:
It was reported that the patient only had one device, the last one was replaced due to some wire issues.

Manufacturer narrative:
Product ID 37083-40 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 37083-40 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 3998 lot# v110881, implanted: 2008 (B)(6), product type lead. (B)(4).